Manufacturer narrative:
Internal report # (B)(4). Product not returned for evaluation. Replaced test strips only. Most likely underlying root cause: mlc-25- strip inserted backwards or upside-down. Test strip UDI# (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time.

Event description:
Consumer reported complaint for meter not reading blood results accompanied by symptoms. Friend is calling on behalf of the customer. The expected fasting blood glucose test result range is undisclosed. The customer did report symptoms of feeling sleepy and having excessive thirst. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The product storage location is undisclosed. Test strip lot manufacturer's expiration date is 10/13/2019 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history. Customer feels sleepy and has excessive thirst. Puts the strip into the meter and once the blood is absorbed it does not go into test mode.